Manufacturer narrative:
MDR 9618003-2020-00050 / device 5 of 10. The initial MDR was submitted under MDR 9618003-2019-17525. A total of 10 mdrs will be submitted for this event to cover the 10 devices reported. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a hospital where they had a "box of product with off center starter hole". According to their report the product "gets removed from the box and placed on a cart in the clinic", therefore no lot information could be provided. No photographs received from the complainant depicting the reported complaint issue. It was reported that the products were not used, no harm reported.